Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter. Under magnification, a longitudinal material rupture was present, starting from the proximal balloon cone extending past the middle of the balloon. The edges of the material rupture were smooth. There appears to be light surface scratches around the j-shaped termination of the material rupture on the balloons proximal cone. Functional testing of the complaint sample concluded the longitudinal material rupture would not allow the balloon to inflate. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: returned product analysis confirmed a longitudinal material rupture was present, starting from the proximal balloon cone extending past the middle of the balloon. The edges of the material rupture were smooth. There appears to be light surface scratches around the j-shaped termination of the material rupture on the balloons proximal cone. Although requested, additional event details were unavailable. The DHR found nothing to indicate a manufacturing related cause for this event. A definitive root cause could not be determined based on the information provided. It is unknown if the patient and/or procedural issues contributed to the reported event. If additional relevant information becomes available, a supplement report will be submitted with all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating a non calcified target lesion located in the av fistula. The health care professional (hcp) gained access from the patient's arm with a 7 french boston scientific super sheath over an 035 bentson guidewire. Reportedly, the hcp predilated the target lesion with a 8 x 60mm mustang percutaneous transluminal angioplasty (pta) balloon. The hcp reached the target lesion with the lutonix dcb and attempted to inflate the balloon. Reportedly on the first inflation, the lutonix dcb allegedly ruptured after achieving 8 atmospheres (atms) of pressure. The procedure was completed with an additional lutonix dcb. The lutonix dcb was returned for evaluation. No adverse patient outcomes were reported.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, visual examination of the entire length of the catheter revealed a longitudinal material rupture extending from the proximal balloon bond to the middle of the balloon. Functional testing of the complaint sample concluded the longitudinal material rupture would not allow the balloon to inflate. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the returned sample is undergoing evaluation, which has not yet been completed. The DHR found nothing to indicate a manufacturing related cause for this event. Upon completion of the investigation, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating a non calcified target lesion located in the av fistula. The health care professional (hcp) gained access from the patient's arm with a 7 french boston scientific super sheath over an 035 bentson guidewire. Reportedly, the hcp predilated the target lesion with a 8 x 60mm mustang percutaneous transluminal angioplasty (pta) balloon. The hcp reached the target lesion with the lutonix dcb and attempted to inflate the balloon. Reportedly, on the first inflation the lutonix dcb allegedly ruptured after achieving 8 atmospheres (atms) of pressure. The procedure was completed with an additional lutonix dcb. The lutonix dcb was returned for evaluation. No adverse patient outcomes were reported.